Event description:
It was reported that 10 bd vacutainer® eclipse¿ blood collection needle had foreign matter on the needle tips. The following information was provided by the initial reporter: the needle tip has foreign matter.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 28-feb-2023. H.6. Investigation summary: bd received 3 shelf packs of samples and 4 magnified photos for investigation. The photos were reviewed and the customer¿s indicated failure modes for defective needle tip and foreign matter were observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure modes for defective needle tip and foreign matter with the incident lot were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes defective needle tip and foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd vacutainer® eclipse¿ blood collection needle had foreign matter on the needle tips. The following information was provided by the initial reporter: the needle tip has foreign matter.